Event description:
It was reported that the programmer's handle and back needed repair. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the customer comments of a broken handle and latch tabs being broken off of the power cord bay door were confirmed. It was additionally noted that the keyboard latch was broken, the system fan was noisy and that there was internal corrosion present. Due to the internal corrosion the device was deemed beyond economical repair and was to be scrapped. (B)(4).